Event description:
It was reported that during unpacking, stent damage occurred. When the 2.5x8mm taxus liberte' drug eluting stent was removed from the package, it was noted that the stent was damaged. The procedure was completed with another taxus liberte' device. No pt injuries or complications occurred.

Manufacturer narrative:
(B)(4).